Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant charge was not lasting a long time since last week. Agent reviewed that this is based on the usage of the therapy. Patient stated they were using the therapy the same amount as before and they were getting 3 days of charge but now they were only getting a day and a half. Agent redirected the patient to their hcp.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the battery not lasting as long was that the patient was getting error message from the stimulator, as far as they are aware the issue was resolved. Patient called a manufacturer representative (rep) who helped address the issue. Per patient the stimulator is working well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.